Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30684913l and no internal actions related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and an unknown smartablate generator and suffered an esophageal fistula requiring prolonged hospitalization. It was reported that the physician noted that the patient had an esophageal fistula after two weeks from the procedure date. This adverse event was discovered post use, about two weeks after the procedure. The patient was still hospitalized. In the physician¿s judgment the event is serious. A case analysis showed that the ablation might have been a little strong in the posterior wall. There was no particular change in patient condition. Additional information was received on 11-may-2022. The patient was discharged from the hospital once but, s/he had been taken to a gifu prefectural general medical center and changed (transferred) hospital to the matsunami general hospital.

Manufacturer narrative:
Additional information was received on 23-jun-2022. The physician¿s opinion on the cause of this adverse event was that it was procedure related. No intervention was provided. The patient outcome of the adverse event was unchanged. The physician¿s contact name was provided. Therefore, e 1. Initial reporter title, e 1. Initial reporter first name, e 1. Initial reporter last name, e 2. Health professional?, and e 3. Initial reporter occupation were updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).